Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced fatigue. The right atrial (ra) lead exhibited fracture, high impedance, high threshold and non capture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.